Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the clinic, the patient developed an infection and swelling at the implant site. Subsequently, the device was explanted on (B)(6) 2017. There are plans to reimplant the patient once the infection has cleared.